Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had burning smell. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the power supply was frozen and emitted smoke. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative the station failing to power on issue was confirmed by the field service engineer. The field service engineer evaluated the station: the station displayed a black screen; the odor was confined to the e-compartment the power supply was frozen and emitting smoke, though there were no visible signs of external thermal damage both the power supply and power cable were replaced, restoring station functionality. No further odor was detected from the power supply or e-compartment following the repair visual inspection of both parts sent by the field service engineer were unable to be performed as the package was addressed to otay reclamation (not dchu investigation lab) and was scrapped; the parts were not available for evaluation the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had burned smell. The field service engineer (fse) found the station black-screened with a burnt odor; the power supply had frozen and was smoking, though no external thermal damage was visible. The power supply and cable were replaced, and the station powered on in critical override. After syncing with the server and signing out, the override cleared. The odor was traced to the e-compartment, and the new power supply fan operated normally with no further issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had burning smell. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.